Event description:
It was reported that during surgery, while removing a reflex plate and screws, the revision driver broke when taking off the second screw. Eventually the surgeon used final tightener to complete the procedure.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the reported reflex hybrid revision driver screw extractor was confirmed visually to have the distal tip deformed during surgery. The instrument deformation may a result of over tightening of the original screws, hard bone quality and bony growth around the implanted screws. The likely mode was too much torsional force applied causing deformation. Manufacturing files were reviewed and no issues were found for this lot number. Conclusion: the likely mode was too much torsional force applied causing deformation.

Event description:
It was reported that during surgery, while removing a reflex plate and screws, the revision driver broke when taking off the second screw. Eventually the surgeon used final tightener to complete the procedure.